Event description:
On (B)(6) 2009, this pt underwent endovascular treatment to repair a thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprosthesis. Post touch up ballooning a retrograde dissection was found proximal to the device. An additional gore tag thoracic endoprosthesis was implanted proximally to repair the dissection entry point. On (B)(6) 2009, the dissection had resolved and the pt was discharged.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.